Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). Using a 6fr sheath and non-bsc guide catheter, a 4.0x32mm ion stent delivery system (sds) was advanced. However, resistance was encountered as the sds was advanced through the guide catheter. Once the distal end of the sds exited the distal portion of the guide catheter inside the patient, it was noted that there was no stent on the balloon. The entire system was removed from the patient and the stent was found to be crumpled and stuck to the proximal portion of the balloon. The procedure was successfully completed with another guide catheter and a shorter stent. During the same procedure, a 3.0x28mm promus stent delivery system failed to cross a lesion in the left anterior descending (lad) after predilating with a 3.0mm apex. The lad was successfully treated with two 3.0x18mm promus stents with a good outcome. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). Using a 6fr sheath and non-bsc guide catheter, a 4.0x32mm ion stent delivery system (sds) was advanced. However, resistance was encountered as the sds was advanced through the guide catheter. Once the distal end of the sds exited the distal portion of the guide catheter inside the patient, it was noted that there was no stent on the balloon. The entire system was removed from the patient and the stent was found to be crumpled and stuck to the proximal portion of the balloon. The procedure was successfully completed with another guide catheter and a shorter stent. During the same procedure, a 3.0x28mm promus stent delivery system failed to cross a lesion in the left anterior descending (lad) after predilating with a 3.0mm apex. The lad was successfully treated with two 3.0x18mm promus stents with a good outcome. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Returned product consisted of a taxus element/ion stent delivery system (sds). There was contrast in the inflation lumen and balloon and a dried blood like substance on the surface of the balloon. The balloon was loosely folded. The distal edge of the stent was 14mm from the distal markerband. No strut impressions were visible on the surface of the balloon between the distal end of the stent and the distal markerband. There were bent and flared struts throughout the stent. There was no damage to the sds. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).